Event description:
After deployment of a greenfield vena cava filter over a j guidewire in the inferior vena cava, the surgeon was unable to pull the guidewire out as it appeared to be hooked on the filter. Several attempts were made to untwist/remove the guidewire without success. In a final attempt to pull on the wire, the wire shred its outer sheath leaving the inner cove which was then cut at the skin entrance on the pt's neck.